Manufacturer narrative:
The insulin pump received with a constant blank flashing white light on the display due to vertical cracked lcd controller. Unable to perform the functional tests, including the self test, sleep current measurement, active current measurement, rewind test, prime/seating test, basic occlusion test, occlusion test, force sensor test and displacement test due to a constant blank flashing white light on the display. The insulin pump was received with scratched case. No crack on back side of the pump noted. The insulin pump involved in this event is the 640g insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.

Event description:
It was reported via phone call that the insulin pump had a crack on the backside. The customer's blood glucose level was unknown for the incident. The pump was returned for analysis.